Event description:
The customer reported via phone call that the insulin pump was frozen. The insulin pump's keypad was unresponsive. The customer took the battery out and then put it back in and received a battery out limit alarm. Customer's blood glucose level was 116 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. The pump was received with a corroded battery tube, and a corroded battery cap contact. The pump had intermittent button response due to corroded keypad traces. No frozen screens were noted. The pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.